Event description:
Device 2 of 2. Reference MFR report# 1627487-2012-09164. It was reported, the pt was undertaken a surgical intervention to explant the entire system as the pt experienced extensive numbness and weakness in his right and left leg. The physician believed the numbness and weakness is related to the pt's existing history of guillain-barre syndrome diagnosis. No further pt complications were reported as a result of the explant procedure. Further f/u on the pt revealed, he continues to experience the symptoms post explant. The pt is under the care of his physician to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.